Event description:
It was reported by the patient that, "first, the concerns I'm about to express should not be taken in any way as negative toward you, your company and its product, or my urology team. You all do excellent work. Quite frankly, however, more than four months after my feb. 18th penile implant procedure, I am still struggling to get used to or adapt to this new hardware in my penis, scrotum, and abdomen. The initial pain is, for the most part, behind me, but I am in constant discomfort while sitting, walking, and functioning on a daily basis with the implant and the resulting state of my penis. There also seems to still be a slight swelling of the penis as the day progresses, although that may be from the implant itself. Just the mere presence device in its inactivated state has apparently made my penis slightly more rigid than normal producing discomfort resulting from they way it lays in my underwear and clothing. I have had difficulty wearing jeans or pants and have spent much of my time in sweatpants or shorts. In addition, the area at the base of the head of the penis sometimes becomes somewhat inflamed and very puffy apparently from rubbing against my underwear. My penis now points, not downward, but in the direction of my right leg constantly. When I sit for a prolonged period of time, I have discovered that a bulge develops at the base of my penis, presumably as a result of the tubing or in some way resulting from the implant. Pa, who released me about a month ago saying I had healed, said, after discussing it with the doctor, that this should not be a concern to me. I am scheduled to see the doctor for the first time since the surgery on july 25th. I am just trying to have faith that I will have made the adjustment by then and I will be more comfortable with the device and more at ease about the success of the procedure. I pump up the device usually once a day. I have found that activating the implant with the pump is a bit more difficult than I anticipated, taking me sometimes up to about two dozen tries to pump it up to capacity. Sometimes my fingers slip off the pump, causing pain in my left testicle. The rigidity of the penis once the implant is fully activated is adequate for penetration, but perhaps slightly below my expectations. I currently activate a penile erection in about three stages of about 10 pumps each with a short break between them. I can feel the pump collapse or go down noticeably under the pressure of my fingers on the first few pumps and then it becomes harder and harder to squeeze or fully depress until I cannot depress it at all." Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.